Event description:
Sp02 reading decreased from patient's chest but no breathing sounds were heard. A doctor checked the patient's airway but no obstruction was found. A doctor tried to provide mechanical ventilation with jackson-rees. Just then, the breathing sounds were heard and the doctor then tried to provide mechanical ventilation with the ventilator. Just then, the breathing sounds were not heard again. A doctor tried again to provide mechanical ventilation with jackson-rees. Just then, the breathing sounds were heard. As a result, something was thought to be wrong with the ventilator, but no failure was found. Finally, hmef500 was replaced. Just then, the breathing sounds were heard correctly. But no failure was found in this defective hmef500 by its looks. The use of hmef is normal according to the instructions for use. This type of failure has not occurred before.